Event description:
Additional information: on (B)(6) 2017, it was reported that the patient was admitted with an elevated lactate dehydrogenase (ldh) level greater than 800 u/l and tea-colored urine, but no discernible increased power consumption on the lvad. On (B)(6) 2017, it was reported that the patient's ldh level had elevated from 990 u/l to 1063 u/l. On (B)(6) 2017, it was reported that pump thrombosis was confirmed based on the ldh level of 1300 u/l and hemoglobinuria despite a therapeutic inr. A CT angiography confirmed layered thrombus on the outflow graft adjacent to the pump housing. The patient was anticoagulated with bivalirudin for the last 6 days without significant reduction in ldh. It was reported that the patient underwent a pump exchange on (B)(6) 2017. No further information was provided.

Event description:
Additional information: on (B)(6) 2017, it was reported that the patient was admitted with power spikes and an lactate dehydrogenase (ldh) level above 600 u/l. Pump thrombus is suspected.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned pump. Upon disassembly of the returned device, visual inspection of the proximal side of the outlet stator revealed a fixed, tan and dark red deposition seated adjacent to the bearing ball, partially occluding one of the stator¿s vanes. There were no contact marks observed on the distal end of the rotor and the deposition did not appear to contain any areas or laminated layering; however it contained brown areas which could be indicative of denaturation, indicating that it was potentially present while the pump was supporting the patient. Although a specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, it could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase level and the power elevations observed in the submitted system controller log files. Visual inspection of the remainder of the blood-contacting surfaces of the device did not reveal evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for a scheduled procedure unrelated to lvad therapy, and was found to have an increased lactate dehydrogenase (ldh) level of 532 u/l, up from 278 u/l. On (B)(6) 2017, the vad coordinator reported the patient's ldh level was still in the 500 u/l range with no other symptoms. The patient was discharged with weekly ldh monitoring. On (B)(6) 2017, it was reported that the patient was placed on bivalirudin for treatment of the elevated ldh level. The patient was discharged for a few days with an increased inr of 2.5 to 3.5. The vad team suspected pump thrombosis. It was reported that the lvad system produced increased estimated flow and pump power readings. It was reported that the lvad was able to decompress the left ventricle with increased speeds, and that there were no other heart failure symptoms. On (B)(6) 2017, the patient had an ldh level of 321 u/l and the patient was discharged. No additional information was provided.